Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The hypotube separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery with heavy tortuosity and calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience prime stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During the attempt to advance, the proximal shaft separated. The separation was outside the guiding catheter, at the hub. The sds was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. A new 2.5 x 23 mm xience prime sds was used successfully.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.